Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00442. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004. The patient experienced a mesh erosion. On (B)(6) 2005, the patient had a revision of the mesh. On (B)(6) 2005, the patient underwent another mesh revision and a posterior repair. On (B)(6) 2008, the patient underwent a resection of the vagina for a mesh exposure. The mesh was explanted (B)(6) 2011. Additional information has been requested.